Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 43 mg/dl during product use and self-treated with glucose tablets; troubleshooting and education were provided and the event was attributed to low glucose with cause unclear. Symptoms included hypoglycemia. Outcomes included resolution after self-treatment without hospitalization or follow-up. Investigation included a review of the event details and education provided. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.